Event description:
A report was received from the field where the customer alleges they keep smelling peroxide. She says that the employees (number unknown) keep complaining about "feeling sick"; however, she stated that there were no human reactions. Per the report, the night shift staff members noticed an "odor" coming from the unit and because the facility is not as busy at night, they were able to pin point the odd smell coming from the unit. They re-confirmed there were no human reactions and requested service for the unit. Additional attempts to obtain detailed information for this event have been performed by various asp staff and have been unsuccessful.

Manufacturer narrative:
(B) (4) - no code available: worker's were feeling sick. Capital equipment evaluated at the customer's site. The asp field service engineer (fse) found the unit operating with no odor/smells. The fse replaced the oil and filter and performed a level 2 preventive maintenance. An empty cycle was run. The unit met specifications. Results: oil was replaced. The number of patients involved is unknown. Additional FDA medwatch forms will be submitted for individual events when patient or additional information is obtained.